Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn from the cardiac care unit called to verify the procedure for blood in the gas line. The rn stated that he called the doctor who requested "they place the pump in standby" until the am. The patient was stable. The clinical support specialist (css) confirmed with the rn that this was not the proper procedure, although ultimately the md's decision. The css explained the iab should be removed asap and explained the clotting risk as well as catheter entrapment risk. The rn stated he understood and would call and give this information to the md. At (B)(4) the css called the rn to discuss patient status. The rn stated the intra-aortic balloon (iab) was removed without difficulty at the bedside. There have been no noted patient complications. The md had decided not to reinsert at this time. The rn had the catheter and pump set aside. The rn was sending the pump to biomed to verify no blood in the pump. The rn can't locate the serial number of the pump , but the in-house equipment number is (B)(4). The patient is stable.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: returned for evaluation was a 40cc 7.5fr ultraflex iab. The 40cc inflation driveline tubing was connected to the short driveline tubing. Blood was noted on the interior of the 40cc inflation driveline tubing. The distal end of the teflon sheath was approximately 28.8cm from the iab distal tip. The teflon sheath was connected to the iab hemostasis cuff which was connected to the cathgard. Blood was observed on the exterior of the sheath, bifurcate and on the interior of the sheath sidearm, bladder and short driveline tubing. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends were noted at approximately 1.7cm, 5.2cm and 53cm from the iab distal tip. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. See other remarks section for continuation. Other remarks: the iab was submerged in water and leak tested. A leak was immediately noticeable from the bladder membrane. Under microscopic inspection, abrasions were observed at approximately 25.2cm from the iab distal tip. A full thickness abrasion to the bladder was confirmed and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. A lab inventory 0.025 inch spring wire guide (swg) was back loaded through the iab distal tip. Resistance was noted at approximately 1.7cm from the iab distal tip. The swg was able to advance through the central lumen; no blood or debris was noted. The swg was front loaded through the iab luer. No resistance was noted. The swg was able to advance through the central lumen; no blood or debris was noted. The catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. A field corrective action was issued for this lot number on february 9, 2016. The reported event occurred after the field corrective action went live. The returned sample was not found with this issue. A device history record review was conducted for the lot number/serial number with one relevant finding. The component passed manufacturing specifications prior to the field correction action recall for sheath hub separation (CAPA reference no. (B)(4)). The returned sample was not found with this issue. Conclusion: the reported complaint of blood in helium pathway is confirmed. The bladder has a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall.

Event description:
It was reported that the rn from the cardiac care unit called to verify the procedure for blood in the gas line. The rn stated that he called the doctor who requested "they place the pump in standby" until the am. The patient was stable. The clinical support specialist (css) confirmed with the rn that this was not the proper procedure, although ultimately the md's decision. The css explained the iab should be removed asap and explained the clotting risk as well as catheter entrapment risk. The rn stated he understood and would call and give this information to the md. At 0505mst the css called the rn to discuss patient status. The rn stated the intra-aortic balloon (iab) was removed without difficulty at the bedside. There have been no noted patient complications. The md had decided not to reinsert at this time. The rn had the catheter and pump set aside. The rn was sending the pump to biomed to verify no blood in the pump. The rn can't locate the serial number of the pump, but the in-house equipment number is (B)(4). The patient is stable.